Event description:
When the user use app for covid test, it says the serial number is expired though the box has an expiration date of 11/26/2022. The user asked what does mean. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.